Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Per the spectrum iq operator's manual warning listed on page 2-11, "the upstream occlusion detector may not detect partially occluded tubing (including partially closed slide clamps)." However, the degree of the occlusion caused by the kink is unknown. Per the spectrum iq operator's manual warning listed on page 2-13, which is associated with fa 2021-056: "failure to fully resolve partial upstream occlusions and restarting the infusion while still occluded can cause the pump to not re-alarm as expected or to appear to be infusing normally, though it may be infusing at below the programmed rate. This may affect infusion accuracy, resulting in serious injury or death. Therefore, when an upstream occlusion alarm occurs, do not press the key prior to inspecting the IV set line and resolving all occlusions." However, the user facility reported that the pump did not alarm, the event history log was not available for review and potential relationship to this condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was in use for a propofol infusion during a surgical procedure. The device was not infusing though it appeared to be functioning properly. Upon investigation it was discovered "a kink in the tubing immediately proximal to pump entry". The pump did not alarm for the kink. After the propofol infusion bottle was changed 2-3 times, neuromonitoring noted that there was increased electromyography (emg) activity possibly indicating "lightening of the anaesthetic". The tubing was replaced which allowed for proper function and reinitiation of the propofol infusion. No additional information is available.